Manufacturer narrative:
The field service engineer (fse) checked the subject device at the user facility and found that the cable break. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from the fse, omsc concluded that the reported phenomenon was attributed to the user handling. Omsc surmised that the cable break was attributed to the stress such as twisting being applied to the cable by the user. Olympus stated the appropriate handling of otv-s7h-1d-l08e and the counter measures against abnormalities in the instruction manual of otv-s7h-1d-l08e.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was not displayed and the cable break. The occurrence date of event is unknown. There was no report of patient injury associated with the event.